Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction code appeared again.